Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient's daughter stated her mother had a right knee replacement 4 years ago and it recently failed. Patient is experiencing pain. Patient is scheduled for revision surgery on (B)(6) 2018 to competitive devices. Reason for revision is loosening.